Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. The customer reported issue was stated that the pump is under infusing and it was able to be duplicated. Flow rate test pass, only occlusion alarm was displayed too early. Dso sensor will be recalibrated device submitted for functional and delivery tests after repair activities completed afterwards the device shall be returned to the customer once passing results for functional/delivery tests are confirmed. Visual and functional testing was performed. Review of event log found no relevant information. Review of service history found no service within the last 12 months. The probable cause of the reported problem unknown.

Manufacturer narrative:
The suspected device was returned for evaluation. The event history log (ehl) was reviewed and there were no errors related to the customer complaint. The device was visually inspected. A functional test was performed and the reported issue was not confirmed, however an occlusion alarm was present. The cause of the reported issue was unknown. As a result, the downstream occlusion sensor was recalibrated. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump under-infused. There was unknown patient involvement, no injury was reported.